Event description:
It was reported that the device had a check clutch plunger level - error. This issue is not related to physical damage/abuse. Event occurred during start up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in good condition. The event log confirmed a check clutch/plunger lever error occurred. Functional testing was able to replicate the reported issue; check clutch/plunger lever was found during the occlusion test. The root cause was determined to be the lead screw and both clutch halves were dirty. The lead screw, right clutch an left clutch were replace. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.